Event description:
Inbound. Pt reports leaking from cadd extension tubing at the filter. Lot 3633167. Expiration 05/25/2023. No additional tubing needed at this time. No further details provided. Lot #3633167. Diagnosis or reason for use: pph.